Event description:
It was reported that during an in-clinic check, loss of capture was observed. Fluoroscopy was performed and right ventricular (rv) lead dislodgement was noted. The patient presented for a revision. A new rv lead was successfully implanted when attempts were made to reposition the rv lead were unsuccessful due to the helix not extending and retracting to the physician¿s satisfaction. There were no adverse health consequences; the patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed, while the reported event of failure to retract and extend helix was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. An x-ray examination found the inner coil was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.